Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient's ((B)(6)) ipg indicated a low battery warning 8 months after implantation. Calculations determined longevity was estimated to be approximately 4.5 years. Additionally, it was reported the low battery warning reappeared within 24 hours after being cleared. As a result, the ipg was explanted and replaced. The patient did not experience loss of stimulation due to the depleted battery.